Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the physician received communication that a potential product performance issue was identified through a message in the remote home monitoring system. The physician did not explain what the alert was regarding and made the determination to continue to monitor the patient. No adverse patient effects were reported.